Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, and redness, extended beyond the patch perimeter. The patient was brought to the clinic by their parents and was treated with a prescription of an oral antibiotics, cephalexin (dosage unknown) 4 times a day. At the time of the report, it was reported that the patient finished the course of antibiotics and that the skin reaction was cured. No additional patient or event information is available.